Event description:
The customer reported that the monitor is gray with a bar across, and no image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a recessed pin in the interconnect cable. System operates as intended. (B) (4).